Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge removal, a portion of the cartridge broke off and became stuck in the pump. The customer's blood glucose was 174 mg/dl. During a follow-up call, the customer successfully removed the cracked cartridge from the pump and loaded a new cartridge to resume insulin therapy.